Event description:
The dr claims that the graft, which was implanted for an axillo-femoral bypass for arterio sclerosis obilterans (aso), "oozed" (leaked) and unk amount of blood through its wall for about one hour during the procedure. Hand-pressure and aviten were applied to stop the leakage. Post-operatively, the pt was found to have a hematoma around the graft area where the "oozing" occurred. The graft was left in. The pt did not do well after surgery. No further info is attainable.